Event description:
It was reported that the patient broke their lead 4 months ago and the company representative was unable to reprogram the neurostimulator. Additional information was requested for details of lead breakage, interventions performed, and status/patient outcome.

Manufacturer narrative:
(B)(4).